Event description:
Caller reported a malfunction on the pump, resulting in a technical issue that prevented the pump from entering storage mode. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.